Event description:
Pt underwent bilateral breast reconstruction with saline implants immediately s/p bilateral mastectomy. After insertion, one prosthesis had a leaky valve and had to be replaced with a backup. (Before wound closure).